Event description:
It was reported that the needle hub separated from the relion® insulin syringe barrel. The following information was provided by the initial reporter: "consumer reported (syringe) came without needles." Per bd investigation: "customer states that the syringes came without needles. Both returned syringes were examined and one syringe exhibited the hub-needle/shield assembly separated form the barrel."

Manufacturer narrative:
The lot# was provided and the following fields have been updated: d.4. Medical device lot #: 9203928. D.4. Medical device expiration date: na. H.4. Device manufacture date: 2019-09-11.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the syringes came without needles. Both returned syringes were examined and one syringe exhibited the hub-needle/shield assembly separated form the barrel. No defects were observed on the remaining syringe. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle missing due to unknown lot number. 05feb2021, holdrege received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line was not completed as batch was unknown. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause description: root cause for this defect cannot be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe barrel. The following information was provided by the initial reporter: "consumer reported (syringe) came without needles". Per bd investigation: "customer states that the syringes came without needles. Both returned syringes were examined and one syringe exhibited the hub-needle/shield assembly separated form the barrel."

Manufacturer narrative:
The following fields were updated due to corrected information: device available for eval?: no. Returned to manufacturer on: na. Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9203928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe barrel. The following information was provided by the initial reporter: "consumer reported (syringe) came without needles". Per bd investigation: "customer states that the syringes came without needles. Both returned syringes were examined and one syringe exhibited the hub-needle/shield assembly separated form the barrel."